Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a stuck button alarm and unable to clear the alarm due to buttons were unresponsive . Stuck button troubleshooting was performed and confirmed that the insulin pump button was pressed down for 3 minutes or longer. Customer also reported that the insulin pump was frozen and unable to confirm if the time was advancing due to time was not visible on the screen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly and no frozen screens were noted. However, traces of corrosion were found at the keypad flex connector traces, electronic, battery tube and motor assemblies per visual inspection.